Event description:
It was found during a baxter eval that a pump failed to detect an upstream occlusion during initial testing. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Testing data found the pump did not alarm for an upstream occlusion. Add'l testing was performed with the unit passing. The pump was reworked and tested to ensure proper pump operation.